Event description:
This ra lead was implanted on (B)(6) 2012 and was abandoned on (B)(6) 2016. A procedure form stating that this lead is providing minimal output to vvi 30 with another MRI system implanted. The physician was dr. (B)(6) at (B)(6) hospital is (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).